Event description:
It was reported that the implantable neurostimulator (ins) turned off by itself on a few occasions. When the ins was turned back on using the patient programmer, the patient received good therapy. It was also noted that the battery voltage was "good."

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3887-33, lot# j0120853v, implanted: (B)(6) 2002, product type: lead. (B)(4).